Event description:
It was reported by the rep that the (1) 35lst was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported that the surgeon used the 35lst sleeve and found that the outer sleeve had split. The case was completed with another device and with no consequence to the patient.